Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify e70, motor error alarms due to blank display. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. Customer's blood glucose level was 272 mg/dl. Troubleshooting was performed. Customer states drive support cap was normal. Customer declined symptoms and not treated with high blood glucose. The alarm history was reviewed and there was more than one motor error alarm within any 30 days present. The insulin pump will be returned for analysis.